Event description:
It was reported that the patient fell and sustained a head injury due to syncope. Upon interrogation, it was found that the patient's pacemaker exhibited noise over-sensing resulting in pacing inhibition. Episodes of high ventricular rate (hvr) were noted. The pacemaker was explanted and replaced. The patient was stable.

Event description:
Related manufacturer reference number: 2017865-2023-05415.new information received notes that during post-operation recovery, it was found that the patient experienced syncopal episodes due to loss of pacing from noise over-sensing. The lead was capped and replaced on (B)(6) 2022. The patient was stable.

Manufacturer narrative:
The reported event of sensing noise could not be confirmed. The device was received with normal telemetry and normal output. Functional tests were performed, including crosstalk and sensitivity threshold did not identify any functional issues. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was cut open to enable further testing and the battery was found in normal range. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.